Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 52mg/dl, 56mg/dl, 45mg/dl and 57mg/dl which was treated with juice. Customer had alerts like calibration not accepted and lost sensor signal. Customer received a change sensor alert after a calibration not accepted. The insulin pump alarms all the time, we try to turn it off and its constantly beeping. Sensor will be return for analysis.